Manufacturer narrative:
Pump was returned with no catheter. Analysis of the pump revealed pump/fluid path/reservoir access issues due to residue/before internal decontamination. In addition the pump/fluid path/reservoir bellows deformed in shape. The initial x-ray taken of the pump showed the bellows being deformed in shape, and subsequent photos taken also showed some deformation of the reservoir. Significant precipitate was found in the fluid path and reservoir. Analysis found no significant anomalies with the motor and or pump head. Due to the reservoir access issue this pump was experiencing, the reservoir was not able to be filled, therefore the pump tube leak test could not be preformed.

Event description:
It was reported that they were reportedly able to aspirate the reservoir, but unable to fill it. They had tried to force saline into pump with 10 cc syringe and got maybe 1 cc in and it pushed right back out; they questioned if there¿s something wrong with the billow, and it¿s not allowing to fill it. It was indicated the tubing was patent. They also tried using another refill needle and that did not work. They were using ultrasound and were confident that they were in the pump with the needle. There were neither identifiable depth issue, pump movements nor access issue. Patient was noted to have significant amount of scar. The locked reservoir valve procedure was reviewed but they were unable to fill. They held negative pressure with syringe for at least 4-5 minutes and that did not resolve the issue. It was added that this had happened couple of months or six months ago and at the time they just sucked the air out for a few minutes and then it resolved. They planned to send patient home and have her come back the next day to try fill again, hoping to find the issue resolved by itself. Drugs delivered were dilaudid and bupivacaine. It was later reported that the reservoir valve was activated several times and the most recent time it did not resolve after waiting a day. The pump could not be filled and was replaced. It was stated that patient had experienced withdrawal symptoms and was supplemented with oral morphine. Patient outcome at the time of this report was stated as ¿alive - no injury/no adverse event¿.

Manufacturer narrative:
Catheter model: 8709sc serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).

Event description:
It was further reported that the patient did well and therapy has been good since the replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.